Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, a bravo capsule failed to attach to the patient's esophagus. The account was unsure if there was any harm to the patient and the intervention required was to retrieve the capsule. There was nothing unusual about the patient or the procedure and an endoscopy was performed prior to the procedure and showed the esophagus to be normal. The account is unsure if a repeat procedure was performed. No other known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.